Event description:
While using a byte day aligners, patient reported that their aligner is cutting their left side of their tongue, they have tried filing the area, but it does not help. Requested patient to send photo of area on aligner, try warm salt water to help soothe the irritated area on their tongue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.